Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was treated for a distal tibial and suprasyndesmal fibular fracture in 2014. Patient underwent the hardware removal procedure on (B)(6) 2021, due to discomfort in the operated limb and reddened skin. The patient reported having the discomfort for a month. During implants removal patient presented with purulent discharge. The implants removed were a 1/3 tubular plate, low bend distal tibia plate and screws. The screws removal was difficult since there was a lot of bone callus. No further information provided. This report is for unknown screws this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screws/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.